Manufacturer narrative:
Due to character restrictions in block e1: e1 event site (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit lost power abruptly.

Manufacturer narrative:
Updated fields: b4,b5, d9 , g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Customer has denied access to the device stating that it was sent to a separate facility to be repaired in house. The repair is not yet complete as the work order has not been issued. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit lost power abruptly. Patient involvement reported.